Manufacturer narrative:
'A proposed strategy to improve the surgical management of patients with suspected breast implant associated anaplastic large cell lymphoma'; philippa jackson, phillip turton. St james' hospital, leeds, united kingdom; european journal of surgical oncology 44 (2018) 862-918 this event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time. The event of lymphoma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
It was reported via journal article that two patients were diagnosed with bia-alcl. This record has been created to capture the second patient who experienced the ¿new ipsilateral breast mass.¿ the patient had a, "suspicious history or suspicious intra-operative findings on a background of prior cosmetic augmentations." Initial management included, "exchange of implants and capsulectomy dispute intra-operative findings of an abnormal capsule. Subsequent pathology confirmed bia-alcl," at which point the patient entered clinical follow-up. The patient then developed, "a new ipsilateral breast mass confirmed as recurrent bia-alcl and consequently had explantation, capsulectomies, and wide local excision plus adjuvant treatment." Histopathological markers have not been provided; therefore, this is an unconfirmed case of alcl.

Manufacturer narrative:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl). Allergan did not submit this MDR within 30 days of allergan¿s decision to initiate the remedial action. Allergan has initiated an investigation to address late mdrs submitted related to 2011068-7/2/19-001-r.

Event description:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl).

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture and lymphoma-alcl are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: potential adverse events that may occur with silicone gel-filled breast implant surgery include: implant rupture, capsular contracture, reoperation, implant removal, pain, changes in nipple and breast sensation, infection, scarring, asymmetry, wrinkling, implant displacement/migration, implant palpability/visibility, breastfeeding complications, hematoma/seroma, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Capsular contracture-patients should be advised that capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. Capsular contracture occurs more commonly in revision patients than in primary augmentation or reconstruction patients. Capsular contracture is also a risk factor for implant rupture, and it is one of the most common reasons for reoperation. Lymphoma-alcl-based on information reported to global regulatory agencies and found in medical literature, an association has been identified between breast implants and the development of anaplastic large cell lymphoma (alcl), a type of non-hodgkin¿s lymphoma. Women with breast implants may have a very small but increased risk of developing breast implant associated alcl (bia-alcl) in the fluid or scar capsule adjacent to the implant, with documented potential for local, regional, and distant spread of the cancer with mortality reported in rare cases. Bia-alcl has been reported globally in patients with an implant history that includes allergan¿s and other manufacturers¿ breast implants with various surface properties, styles, and shapes. Most of the cases in the literature reports describe a history of the use of textured implants. You should consider the possibility of bia-alcl when a patient presents with late onset, persistent peri-implant seroma. In some cases, patients presented with capsular contracture or masses adjacent to the breast implant. When testing for bia-alcl, collect fresh seroma fluid and representative portions of the capsule, and send to a laboratory with appropriate expertise for pathology tests to rule out alcl, including immunohistochemistry testing for cd30 and alk (anaplastic lymphoma kinase). If your patient is diagnosed with peri-implant bia-alcl, develop an individualized treatment plan in coordination with a multi-disciplinary care team. Because of the small number of cases worldwide, there is no worldwide consensus on the treatment regimen for peri-implant bia-alcl. However, the national comprehensive cancer network (nccn) recommends surgical treatment that includes implant removal and complete capsulectomy ipsilaterally as well as contralaterally, where applicable.

Event description:
Approximately 13 years after primary augmentation, the patient reported, ¿the implants were beginning to go hard. Mainly on the right side.¿ they were seen by their implanting institution and told there was, ¿no problem at all.¿ the hardness continued to worsen over the following four years, the right side, ¿had become like a cricket ball; the breast was tender all the time,¿ and, ¿also appeared malpositioned, bulging superiorly.¿ it was determined the patient had capsular contracture, baker grade IV. The patient had bilateral implant exchange with capsulectomies approximately 17 years after implantation. The explanting surgeon, ¿thought the right capsule looked a little odd,¿ and so sent it for histopathology. The results of the testing found the patient to be cd30+ and alk-; the patient was diagnosed with anaplastic large cell lymphoma (alcl). Pet CT appeared clear initially but the patient later developed a mass in right breast which showed a recurrence. The devices were explanted and a full capsulectomy was done. The patient has since undergone chop followed by radiotherapy. The patient had no b symptoms and the tnm is provided as t4n0m0. This is a confirmed case of alcl.